Event description:
The smr expansion extractor (code 9013.52.160, lot # 201206782) broke during a revision reverse total shoulder replacement performed in (B)(6). The breakage occurred during the insertion of the extractor into the reverse humeral body. The surgeon solved the issue by holding the instrument in place, although, due to the breakage, he could not attach the instrument to the implant; surgical time was not prolonged.

Manufacturer narrative:
The check of dhrs of the lot # involved (201206782) did not show any anomaly on the 26 instruments manufactured with this lot #. No other complaint was received on this lot #. We received the broken instrument and we could analyze it. One of the 4 teeth of the extractor (teeth used to remove the reverse humeral body from the stem), broke off at the base of the tooth. The broken tooth was returned together with the body of the instrument; the remaining 3 teeth of the extractor were intact. The hardness measured on the instruments with this lot # before putting them on the market was 45 hrc. We repeated the hardness test on the broken instrument, detecting an average hardness of 43 hrc for this extractor. Both values comply with those recommended by the astm a564 (minimum allowed 40 hrc) for the aisi 630 h900 heat treated, which is the material of the instrument. There is no indication of any pre-existing defect on the extractor. According to the info reported, there was no improper use of the instrument during the surgery. The breakage occurred on (B)(6) 2015 while the instrument was manufactured on 20 june 2012. We don't know how many times it was used before breaking. No corrective actions for this specific case. In 2013 a slight design improvement has been performed, by increasing the thickness of the fingers and therefore their mechanical strength. These new extractors have been supplied to the (B)(6) market in 2014 and no breakages on the improved extractors were reported until now. (B)(4).

Event description:
The smr expansion extractor (code 9013.52.160, lot # 201206782) broke during a revision of reverse total shoulder replacement performed in australia. The breakage occurred on one of the 4 "teeth" of the instrument during the insertion of the extractor into the reverse humeral body, before removal of the reverse humeral body. The surgeon solved the issue by holding the instrument in place although, due to the breakage, he could not attach the instrument to the implant; surgical time was not prolonged.

Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (201206782) did not show any anomaly on the 26 instruments manufactured with this lot #. No other signaling was received on this lot #. We will receive the instrument and perform a deeper analysis on the case.